Event description:
Initial (25-may-2025): this serious case reported via amazon refers to a consumer of unknown gender whose age, medical history, concomitant medications and allergies were not reported. The consumer used the dentek ultimate dental guard for an unknown indication and experienced teeth to have an open bite. The consumer states they will now need orthodontic care to fix their bite. This case outcome is not recovered/not resolved ongoing. Meddra version 28.0 expectedness: malocclusion: expected. According to the company reference safety information.